Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the y/c connector on the dp board was found worn, resulting in a loose connection and intermittent loss of the y/c video signal.

Event description:
A user facility reported to olympus that the y/c video output was not working. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 8 years) leading to deterioration and a failure of the printed circuit board. The output signal is generated from this board and would cause a failure of the video output.